Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a closurefast (cf6-8-60 ) catheter device for patient treatment of the left proximal great saphenous vein (gsv). It was reported that the patient experienced post procedure ehit (kabnick classification 2 propagation into the common femoral vein (cfv) and occupation of a cross-sectional area of less than 50%) and post procedure hematoma requiring intervention. Onset of symptoms occurred 2-14 post procedure in the common femoral vein. The patient was prescribed anticoagulants. The issues still present. No further patient symptoms reported for this event.